Event description:
"It was reported that this right ventricular (rv) defibrillation lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms during in clinic evaluation. It was noted that pacing impedance measurements then returned to the 400 ohms range. No noise was able to be created with pocket manipulations. It was noted that this lead has exhibited intermittent high out of range pacing impedance measurements greater than 2,000 ohms for approximately three years. Technical services (ts) discussed potential causes. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service." This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).